Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced incontinence. It was noted that the device was no longer functioning. The aus was removed and replaced. There were no additional patient complications.